Event description:
Customer said the strings on her iud were cut short. After using the cup with the iud inserted for about 8 months, the iud fell out when the user was using the cup. Customer said her doctor knew she was using a cup with an iud and she was sure to break the seal on her cup each time she removed it. Saalt offered a refund and/or replacement cup, but the customer said it was not necessary so we sent a discount code for a future purchase. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."